Event description:
Pt reported that 2 of his cassettes are not accepting fluids; date (s) unknown. No side effects, injuries or discontinuation in therapy reported. Lot numbers unknown. Did the reported product fault occur while in use with the patient? No, did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? N/a, did we [MFR] replace device? Yes, did the patient have a backup device they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.